Event description:
This is the second of two report for the same patient during the same surgery. This reports concerns the screwdriver torx t7 (B)(4). It was reported surgery was performed to remove a broken 2.7 mm screw which was implanted approximately 18 months prior and broke while implanted in the patient (breakage occured on an unk date). As the surgeon removed the plate and screws, the tip of the screwdriver broke off. The broken tip was removed and discarded. There was no reported injury to the patient. Surgery was delayed by 1 hour.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.